Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate antitachycardia pacing (atp) and hv shock therapies. This was seen via remote transmission. Programming changes were made. The patient was asymptomatic prior to receiving the shocks and will be monitored with routine follow ups.